Event description:
Customer reported that the sys locks up with "stop sequence timed out" error. Sys was reportedly unable to be reset and had to be powered off/on to clear the error. Pt was moved to another room in order to complete the exam. No reported pt incident. The reported condition is consistent with a known issue referred to as fcib. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.